Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the balloon of a small volume intermate. This was noted during filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 17, 2014 to july 18, 2014. Evaluation summary: the evaluation of the returned device is complete. A visual inspection was performed and identified a white particle, measuring approximately 0.25 mm in size, floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particle to be acrylic material. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.